Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions after delivering boluses. Reportedly, the customer was not interacting with the pump and nothing was pressing up against the button to trigger the alarms. Customer had elevated blood glucose levels (approximately 289-300 mg/dl). Customer delivered boluses to stabilize blood glucose levels. It was indicated that the customer has back up insulin injections to continue insulin therapy.